Event description:
It was reported that during the procedure, the control unit was not working at all, it had a black screen. There was no response to the pump tube sensors. There was no delay and the procedure was completed with a competitor device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: case (B)(4). The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of the instructions for use recommends checking that the electrical equipment is properly grounded (i.e., plugs contain a ground prong). The device must be plugged into a hospital-grade ac outlet. Do not place the dyonics 25 system control unit above any electrical or electronic equipment that may be damaged by a spill. Use only one finger at a time when operating the lcd touch screen. Multiple, simultaneous finger presses can result in unintended changes to settings and erroneous control inputs. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the control unit was not working at all, it had a black screen. There was no response to the pump tube sensors. Incident occurred before the procedure. There was no delay and the procedure was completed with a competitor device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.